Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken radiofrequency head connector causing subsequent loose connection and noted that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated to resolve. It was further noted that the system fan was noisy and that two hinge plate screws were missing and all were replaced. (B)(4).

Event description:
It was reported that the programmer's radiofrequency (rf) programmer head port (connector) was broken and that the cable to the rf head had to be stabilized in order to allow successful interrogation of devices. The programmer was returned for service. No patient complications have been reported as a result of this event.